Manufacturer narrative:
No product return is anticipated, product was discarded. Unable to run lot history check since lot number is unknown. Consumer reports reuse of pen needles (3+ times) which may have contributed to break off. Will continue to monitor on monthly trend reports.

Event description:
Customer called to report that pen needle broke off in wife's tummy, two (2) weeks ago. Wife went to hospital to have it removed and the procedure was successful.